Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced a blood clot in her leg that subsequently resulted in a pulmonary embolus. The pt was admitted to the hospital and placed on an anticoagulant and later discharged from the hospital and is currently being managed by cardiology/ pulmonology. The pt's physicians did not indicate if the scs system was the cause of the issue.